Event description:
The file shows that while performing an inspection on this loaner unit, the nellcor puritan-bennett customer svc engineer (cse) found that the device would not pass imcoming leak test. The inlet and outlet check valves were replaced and the device passed extended testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.